Event description:
Reportable based on device analysis completed on (B)(6) 2013. A 1.20mm x 8mm emerge balloon catheter was advanced; however, it was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or there devices. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Magnified inspection revealed a pinhole in the balloon wall material located over the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).